Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if, the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that, the cannula of the infusion set became detached from the base and may have been lost within the body. The report stated that the patient performed a site change in 2007. When the site was removed, it was noted that the cannula was missing, it could not be seen coming out of the skin nor was it any way attached to the plastic base. At the time of the site change, the patient was out of the country. She waited until she returned to the us and went to a doctor five days later, who was able to surgically remove the cannula.